Event description:
It was reported during the procedure, the tip electrode partially detached from the catheter. Only a white wire connected the electrode with the catheter. The physician felt resistance when the catheter was introduced into the patient. X-ray revealed the electrode had detached. The physician cut the connector portion of the device in an attempt to secure the distal tip end of the catheter during removal. The catheter, including the electrode was removed successfully without any further intervention. The catheter was replaced and the procedure was successfully completed. The patient was stable following the procedure. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). One 6f supreme ep catheter was received for evaluation. The connector end of the catheter had been removed and was not returned. Visual inspection confirmed the catheter tip was no longer attached to the grey shaft and held by the tip anchor system and tip wires. The uv bond joint between the grey shaft and catheter tip was also broken. Visual inspection showed that uv adhesive was only attached to the tip with no remnants of the grey shaft indicating that the grey shaft did not break. The distal end of the grey shaft did not show presence of any type of uv adhesive; however a small layer of a second uv adhesive was present. Per manufacturing process, the shaft is thermal tipped in order to form a "shoulder" on the tip. Investigation determined that the catheter shaft does not contain enough "shoulder" on the distal end to allow enough uv adhesive to keep the tip adhered to the gray shaft. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with manufacturing as the event is related to a manufacturing non-conformance.